Manufacturer narrative:
Supplemental submitted to include gtin.

Event description:
This report summarizes 13 malfunction events, where it was reported the unit had reduced brake force. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 10 units had broken/damaged components and 3 had worn components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 13 </noe> malfunction events, where it was reported the unit had reduced brake force. There was no patient involvement.